Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported the patient has not recharged or used the ipg in over 3 months. In turn, the ipg was unable to communicate with the external devices. As result the patient¿s ipg was replaced and effective therapy was established post-optative.